Manufacturer narrative:
(B)(4): the customer reported a pacer error and failed opcheck. There was no pt involvement. This complaint is still being investigated. A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a pacer error and failed opcheck. There was no pt involvement.